Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the numbers on the insulin pump's display were scrolling on their own. Blood glucose level was 483 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.